Manufacturer narrative:
The complaint reported thermal issue is currently under the referenced CAPA investigation and has been verified by the returned device. No further post market lab investigation evaluation is required.

Event description:
The patient reported after charging their personal diabetes manager overnight, the controller, charging cable and silicone cover were charred. The patient could not confirm if they were using an insulet supplied charging cord. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured prior to the correction for action res#91127 was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported thermal event. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.